Event description:
A customer reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump and failed to properly cycle the cartridge. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days and educated the customer to properly cycle the cartridge before use. The customer resolved the issue by changing the infusion set and cartridge, thereby resuming insulin delivery.